Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.3 inr. The patient was treated with an injection of vitamin k and his coumadin dose was held based on the meter result. Six (6) hours later the lab value returned, and the patient was immediately given a dose of coumadin based on the lab value. Requested return of suspect system and replacement was sent.